Manufacturer narrative:
Device evaluation: the evaluation the error description provided was confirmed, and further defects (no image, socket on application part is damaged, plug joint damaged, leaking between plug joint and socket, display defective) were detected. Based on the defects found during the technical inspection it is a result of normal wear and tear and mechanical stress applied to device. The cause of the image failure is the damaged socket on the application part, which means that the connection is no longer correct and the device fails. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was "hardware: no display, no connection to pc". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.